Event description:
A customer contacted beckman coulter inc. Regarding a higher than expected free psa (prostate specific antigen) result generated by the unicel dxi 800 access immunoassay system that did not match the hybritech psa result for one patient. The initial result was 3.2ng/ml and repeated at 2.9ng/ml on a different instrument and when sample was treated in a heterophile blocking tube (hbt) and tested on this instrument, it gave a result of 0.5ng/ml. Subsequent testing on an alternate methodology also produced a result of 0.5ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. Service was not requested for this event as the customer is not questioning instrument performance.